Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: brazil. The customer reported the needle is loose at the wire.

Manufacturer narrative:
Samples received: 2 open race-packs. Analysis and results: there are previous complaints of this code batch regarding this issue. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 2 open samples, one of them with the needle detached from the thread and the other one with the needle connected. Tested the needle attachment of the open sample received (with the needle connected) and the result fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the sample tested fulfills the OEM specifications. Taking into account that there are previous complaints, and one of the samples had the needle detached, it is concluded that the complaint is justified. Corrective/preventive actions: there is a corrective action in process to avoid this kind of incident in the future.